Event description:
It was reported that the device jammed.

Event description:
It was reported that the device jammed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device was visually inspected and a piece of the bottom jaw broke off. The missing piece of the jaw was not received. The actuator rod is bent and the jaws no longer open and close due to a broken shear pin. The probable root causes are: excessive force at the jaw, instrument was used on hard material and/or manufacturing. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Upon receipt of the unit a different failure mode than the one reported was observed. It was observed that a small metal piece is missing from the jaw. Additional information will be provided once the investigation has been completed.